Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two hours post procedure the patient was noted to have a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 400cc of fluid from the patient. There were no other complications that were reported to have occurred. The drain was removed after 24 hours with no additional fluid having been removed. The patient has since been discharged from the hospital fully recovered from this event.